Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg suddenly stopped working and it is unable to communicate with external devices. The physician explanted and replaced the ipg. The patient's stimulation was restored.